Event description:
Physician's letter states pt's left implant deflated so she had it removed and replaced two years ago (i.e. 1987). Her right prosthesis then deflated approximately two weeks prior to her january 4, 1989 appointment (i.e. December 1988). Operative report confirmed pt's right implant was deflated and states her left implant was intact and a minor capsulotomy inferomedially was performed.